Manufacturer narrative:
This report is submitted on may 13, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced device extrusion and an infection and subsequently underwent revision surgery on (B)(6) 2019 to treat the infection and repair the ear canal.